Manufacturer narrative:
A connector portion of the lead was returned in one piece measuring 39.3 cm. A partial of 52-x soft stylet was returned with the lead. Analysis was normal. No anomalies were found.

Event description:
It was reported that during an implant procedure on (B)(6) 2021, the atrial lead could not be implanted. The physician was unable to get the head fixed of the atrial lead. The physician elected to not use the atrial lead, and instead installed a single chamber pacemaker. The patient was recovering and was in good condition post operation.